Event description:
Same pt as MFR:6000093-2006-01810. It was reported 511 days following a coronary artery drug eluting stenting procedure; the patient experienced a stent thrombosis and later expired. At the time of the index procedure, the patient presented with an acute myocardial infarction. The index procedure identified lesions in the circumflex (cx) and left anterior descending (lad) arteries. The first lesion treated was the proximal cx, it was totally occluded. The physician pre-dilated with a 2.50mm maverick balloon. The physician deployed a taxus express2 2.75x24mm stent at 15atms. The physician post dilated with a 3.50mm powersail balloon. The results of this procedure were timi-3 flow and 0% residual stenosis. Eight days later, the patient was brought back to the cath lab to treat the lad lesion. The physician pre-dilated the 70% stenotic lad lesion by pre-dilating with a 2.50x20mm quantum maverick at 10atms for 30 seconds. A flexi-cutter was used in the lad and 1st diagonal. Thy physician deployed a taxus express2 2.75x32mm stent in the lad at 9atms for 30 seconds. The stent was post dilated with a 2.75mm quantum maverick twice at 15atms for 30 seconds each. There was 0% residual stenosis following the placement of this stent. The patient was discharged on plavix and aspirin. 511 days following the index procedure, the patient developed severe chest pain while driving. He returned home and phoned ems. En route to the hospital an ECG showed a lateral and posterior infarction. Upon arrival to the cath lab, the patient developed progressively decreasing blood pressure and cardiogenic shock. An intra-aortic balloon pump (iabp) was inserted followed by a swan-ganz catheter. The patient became combative and short of breath, so he was intubated and anesthesia was requested. An angiography confirmed that the stents implanted in the lad and cx were completely occluded. A 2.50x20mm maverick balloon was inflated multiple times to 4atms for 30 seconds each in the lad. This was followed with multiple aspirations with a driver catheter. The patient was given 400mg of verapamil. Timi-2 flow was established in the lad. The physician treated the cx with a 2.50x20mm maverick balloon which established timi-flow. The patient's blood pressure cntinued to drop, CPR was performed. Multiple doses of epinephrine, bicarbonate and calcium were given. A temporary pacing wire was inserted in place of the swan-ganz catheter as the patient became bradycardic. The patient expired later that day. The causeof death per the investigator was cardiogenic shock. It was noted that the patient had stopped plavix one year following the index procedure. The relationship of this event to the study devices per the physician is "unrelated."

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.